Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and Technical Support arranged pump replacement, confirmed shipping details, provided instructions for putting pump into storage mode, advised customer to transfer pump settings and reconnect continuous glucose monitor to replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.